Event description:
Additional information reported the manufacturer representative thought an impedance test was performed the day of the revision procedure that found the patient did have some high out of range impedances, ¿but she didn¿t remember for sure.¿ it was stated that no device malfunctions were seen when the patient¿s lead was removed and that the lead ¿had just moved.¿ it was noted the reporter was unsure if a cause of the lead migration had been determined.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2013-(B)(6), product type lead product ID 3777-60, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2013-(B)(6), product type lead product ID 37743, serial# (B)(4), product type programmer, patient product ID 37752, serial# (B)(4), product type recharger. (B)(4).

Event description:
Additional information reported the ¿revision was not done for lead migration¿ and the ¿patient had leads implanted from a different physician and was not getting good coverage¿ of their ¿painful area.¿ it was further reported the ¿revision was done to get good coverage.¿ it was stated all parts of the patient¿s leads were explanted and were sent to the hospital¿s pathology lab. It was noted the patient was ¿doing well¿ following the procedure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the plan at the time of surgery had been to reposition the leads and replace the battery. The physician had difficulty releasing the anchors to move the leads, so he cut both leads and removed them. New octad leads were implanted. The ins was also replaced. Intraoperative testing was completed with appropriate coverage per the physician. Post op programming was done as well as education. Post-operative programming was adequate for the immediate post-operative period with no complaints of pelvic stimulation. The patent went home with stimulation on and had not contacted the manufacturer representative with any questions or issues.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a lead migration and a lead revision had to be performed. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.